Manufacturer narrative:
.

Manufacturer narrative:
The customer reported no patient involvement. The manufacturer's service engineer was able to duplicate the reported problem. The customer declined philips services and repaired the unit by replacing the battery. The device is back in service.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer did not respond to the call.

Event description:
The customer reported that the battery failed. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.